Event description:
Sam device was implanted over dorsum during a teritiary rhinoplasty. Approximately 2 months ago, patient noticed redness and tenderness over region where sam device was implanted. Inflammation was treated unsuccessfully with antibiotics. Sam device was subsequently explanted (date unknown) it was reported that patient received a corticosteroid (kenalog) injection in the tip of his nose prior to the occurrence of inflammation.